Event description:
It was reported that the charger for the ilet pump did not charge the device despite correct use, with the pump placed screen side up, belt clip removed, the pad¿s indicator solid green, and the pad connected to a wall outlet; this corresponds to a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue attributed to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.